Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals did not load properly during loading of the heartstring device into the delivery tube. The seal did not fold correctly. The procedure was competed using a replacement device. There were no patient consequences. This report is for the third seal.